Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a clinical study on 2019-jan-24. It was reported that the patient was admitted again on (B)(6) 2018 and (B)(6) 2019 reporting increasing spasticity. Diagnostics performed on (B)(6) 2018 included device interrogation and concentration check but no abnormalities were seen. Bolus in pump was done with no effect and the pump was refilled. An x-ray and laboratory testing were also done with no abnormalities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen [2000 mcg/ml] at a dose of 330 mcg/day. It was reported that the patient was ¿attack-wise more affected by/more hindrance of spasticity¿ after regular elective replacement indicator (eri) replacement of the pump on (B)(6) 2018. The patient went to the hospital several times. There were no known environmental, external or patient factors reported that might have led or contributed to the event. They thought for a moment that the complaints came from bowel flushing, but this was a ¿grope in the dark¿ after several steps; they did not know. There were no known [additional] diagnostics/troubleshooting performed. Actions/interventions included daily dose increases. The pump and abdominal segment of the catheter were replaced, although nothing seemed wrong by inspecting it. The pump and catheter would be returned to the device manufacturer. They tapped cerebrospinal fluid (csf) and sent it in for analysis; results were not known yet. The issue was resolved. It was noted that the patient started with 275 mcg/day on (B)(6) 2018. The patient now ¿seemed to do good on 300 mcg/day¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving compounded baclofen [2000 mcg/ml] at a dose of 275.8 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient reported increasing spasticity and went to the emergency room on (B)(6) 2018. It was noted that the most recent refill leading up to the event was on (B)(6) 2018. Diagnostics were done on (B)(6) 2018. This included x-ray which showed no disconnection or kink of the catheter, laboratory testing which showed no abnormalities, and device interrogation/device data which also showed no abnormalities. The patient was given a bolus and increasing baclofen, and it was also reported that the bolus in pump had results of "pump refill, probably seen "a" air bubble." The device diagnosis was indicated to be not applicable and the etiology of the event was not related to the device or therapy but was possibly related to the implant procedure, specifically surgery/anesthesia. It was reported the event required in-patient or prolonged hospitalization. The event resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731sc, lot# 0205624190, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter; product ID: 8731sc, lot# 0205624190, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 2013-10-27, UDI#: (B)(4). The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis of the returned catheter segment found a cored indent in the cup of the sc connector and leaking was seen. Method/results/conclusion codes pertain to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study on 2019-mar-28. It was clarified that the previously reported "probably seen an air bubble" meant that it could be that an air bubble was somewhere in the pump system and that the bubble could cause and obstruction in the system. Therefore a bolus was performed to exclude if there was an air bubble in the system, but this was not the case. Additional details indicated that there was a "suspicion of an air bubble in the pump system." On (B)(6) 2018, a pump refill was performed and 1 bolus of 75mcg was given, and 20mg of oral baclofen was prescribed. The patient was dismissed on (B)(6) 2018. On (B)(6) 2018, the patient was admitted again and all previous actions were repeated but still no improvement. A bolus of 75mcg was given with no effect and a refill was performed and 10mg of oral baclofen given. The baclofen concentration was checked but there was no abnormality. The patient was dismissed on (B)(6) 2018. On (B)(6) 2019, the patient was admitted again. A bolus of 100mcg was delivered with no effect/improvement. Device interrogation showed no abnormalities. It was updated that the event was possibly related to the device or therapy (previously indicated that it was not related).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the csf analysis results showed no growth, just wound fluid.